Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation since the device was disposed of; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydrothermablator procedure set was used during a endometrial ablation procedure performed in 2009. Approximately 6 1/2 mins into the procedure there was a fluid loss alarm, at a rate of 15 cc's per min. The physician noticed water pooling on the speculum. The case was aborted and they cooled off the pt. Upon further inspection, the physician noticed a second degree burn on the posterior fornix. The physician reported the burn was the size of a nickel. The physician also noticed on the vaginal wall a second degree burn the size of about an inch in diameter. The pt was treated with bacitracin cream and antibiotics. The pt was allergic to silvadene cream.